Event description:
On (b)(46 2012, the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her son) alleging the patient's onetouch ultrasmart meter was displaying inaccurately high results when compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated on (B)(6) 2012 mid morning, the patient obtained a blood glucose reading of "140mg/dl" compared to "50mg/dl" obtained on a onetouch ultra back up meter within 30 minutes of each other. Based on statistical methodology, the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl. The reporter stated, the patient uses a combination of medications including humalog, 2 units per carbohydrate, lantus 9 units 4 to 7 times a day to manage his diabetes. The reporter stated, the patient made no changes to his diet, activity level or medications on the day of the alleged issue. The reporter stated, minutes later, the patient developed symptoms of "sweating, passed out, not feeling good and almost went into convulsions." The reporter stated the patient was tested on a back up ot ultra meter and was given a glucagon injection from a non healthcare professional and was given some to drink afterwards. At the time of troubleshooting, the cca noted the subject meter was in the correct = testing. The cca noted the patient's test strips were in good condition and the patient's testing process was correct. However a control solution test was not run due to the reporter not having control solution at the time of the call. The patient's test strip vial and test strips were in good condition. Replacement products were sent to the patient. The meter and test strips involved in this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed. This complaint is being reported because the reporter claimed the patient obtained obtaining an inaccurately high reading, treated himself as usual and developed symptoms suggestive of severe hypoglycemia, requiring treatment from a third party.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter and test strips involved in this complaint has been returned and evaluated by product analysis on (B)(4) 2012 and (B)(4) 2012 with the following findings: the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.